Event description:
Noted on routine remote transmission significant battery drain over past year. Device is not part of advisory for premature battery drain. Bsc tech support contacted and engineers confirm premature battery drain. Recommends pacemaker be replaced within 60 days. Manufacturer response for pacemaker, l321 accolade el (per site reporter). Premature battery drain, generator change within 60 days and to send pacemaker to company for evaluation.